Manufacturer narrative:
Manufacturer's report date: march 30, 2011. (B)(4). Although requested on multiple occasions (3 phone calls and 1 additional contact attempt), no additional information could be obtained. The device was not sequestered and device return is not expected. A f/u report will be submitted should more information become available or devices rec'd.

Event description:
Report of a pt on several drips transferred from the emergency department to the ICU. Once the pt arrived in the ICU, the nurses noticed that the pt was not getting the drugs. During troubleshooting they noticed the pt's central line was clamped. Customer wanted to know what the pump would do if the central line was clamped. Customer was provided with the types of alarms and messages the pump may display during this type of an event, i.e, occlusion alarms, checking line message and auto restart attempts. Per customer there was not a good outcome. Customer would not provide any more details. Product return is not expected because the device was not sequestered.